Event description:
During service, a fail code of 812:02 was reported by service technician. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.